Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5066106.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter and an adverse event. Patient reported that they were on vacation and the smart device went out of range for about 4 to 5 hours while he was sleeping. Patient experienced a diabetic seizure. As a result of the seizure, the patient also dislocated a shoulder and fractured an arm. Patient was transported to the hospital. At the time of contact, patient is okay. No additional event or patient information was provided. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.